Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages/damaged trunk cable connector) has been confirmed. Upon investigation the trunk cable connector was cracked and the pin connecting to the front pulse wire was broken. The cause of the messages was the broken pin. The root cause for damaged connector was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that belt was producing excessive check belt messages and that the trunk cable connector was damaged.